Manufacturer narrative:
The reported event did not occur during patient use. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller generated a yellow controller error alarm upon startup. The controller was not used for patient support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The root cause of the controller error was an optical bench lamp assembly malfunction. D9 added.